Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open blisters under the rear therapy electrodes. Patient reported the blisters are itchy and hurt. There was no alleged device malfunction contributing to the irritation. Patient reported that a doctor prescribed cream and antibiotics. The outcome of the rash is unknown as follow up attempts were unsuccessful.